Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the first marginal coronary artery. The balance middleweight (bmw) guide wire was advanced with support of a finecross microcatheter and got close to the lesion but did not cross. The bmw guide wire was torqued and was pushed and pulled to remove the guide wire and the microcatheter but the devices were stuck. The microcatheter and guide wire were removed as a single unit. A new bmw guide wire was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in procedure. No additional information was provided.